Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received together. The handshake connections were visually examined. The annulus is damaged/not rounded. This type of damage is consistent with damage caused by the interaction of a guidewire. Functional testing was performed with a test rotawire and was unable to be inserted into the annulus. There are numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12307 it was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation outside patient's body, when the rotation speed was adjusted to 180,000rpm, it was noted that the rotawire became detached. The physician used another rotawire; however, it was unable to pass through the burr. Subsequently, the burr was replaced with another of the same device and the same second rotawire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12307. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation outside patient's body, when the rotation speed was adjusted to 180,000rpm, it was noted that the rotawire became detached. The physician used another rotawire; however, it was unable to pass through the burr. Subsequently, the burr was replaced with another of the same device and the same second rotawire was used to complete the procedure. No patient complications were reported.